Event description:
The customer reported that the system displayed an error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The fluoro functions board and the generator interface board were reseated. The flash memory and calibration files were reloaded. The system was tested and operates as intended.